Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis after he disconnected due to patient line being shortened. The patient was unable to reach as far as with the previous line. The patient stated the patient line is now too short for him and he expressed frustration in the change. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent and a mild fever. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 152/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to disconnecting and reconnecting with bare, unwashed hands to the outpatient clinic due to his frustration with shortened tubing on the liberty cycler set. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient recovered from this event as he remains asymptomatic following antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home through the treatment course to present.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis after he disconnected due to patient line being shortened. The patient was unable to reach as far as with the previous line. The patient stated the patient line is now too short for him and he expressed frustration in the change. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent and a mild fever. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 152/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to disconnecting and reconnecting with bare, unwashed hands to the outpatient clinic due to his frustration with shortened tubing on the liberty cycler set. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient recovered from this event as he remains asymptomatic following antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home through the treatment course to present.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy effluent and fever. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though peritoneal effluent fluid cultures yielded no growth, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.